Manufacturer narrative:
Analysis found that there was a motor failure. The bearings and other components were worn. The handpiece was tested successfully according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the drive/handle of the handpiece did not rotate the tip of the blades pre-operatively. There was no error code on the console. There was no delay and no patient impact. On follow-up, it was reported that the handpiece manifested itself through the vibrations, loud noisy work and spontaneous stopping of the drive. For troubleshooting, the operator replaced the blades with a new one, but the replacement did not bring the expected effect - improvement. It was also mentioned that the event occurred during the surgery.